Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter will not be returned for evaluation as the distal catheter tip remains inside of the patient and the proximal end of the catheter was discarded by the customer. A single photograph of the device was received. This device was reportedly used with a 5f guide catheter, which was found to be incompatible with the microcatheter. Based on the received photo, and review of the reported informatino, the clinical observation was confirmed. However, without the return of the microcatheter, the event cause could not be determined. It is likely that incompatible use of the marksman catheter and the 5f catheter, and the solitaire device being used in vessels less than the recommended diameter may have contributed to the reported issue. Per our instructions for use (IFU): ¿if excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Event description:
Medtronic received information that after removing the marksman micro catheter, the radiopaque marker of the tip remained in the patient and could not be removed. There were no patient symptoms associated to this event. The patient was receiving treatment for stroke. The reported device and accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated. The access vessel was the right superior cerebral artery with diameter <(><<)>2mm. The physician accessed the basilar artery with the marksman catheter using a guidewire. The marksman was going through a reperfusion catheter and a mechanical thrombectomy device was deployed. There was no friction or difficulty. It was noted that the catheter appeared to stretch upon deployment and accordion upon retrieval. The physician removed the mechanical thrombectomy device and marksman together, through the reperfusion catheter. There was force applied during removal. When performing the follow up diagnostic run, the radiopaque marker of the marksman tip moved from within the reperfusion catheter to the sca. There was no vasospasm observed and the catheter was not stuck inside the guide catheter. The physician attempted to retrieve the catheter tip but was unable to reach it with a snare or aspiration device. The piece, which is a few millimeters in size, remains in the superior cerebellar artery (sca).